Event description:
A malfunction alarm was reported with malfunction code 16 after no notable events. There was no adverse impact on the customer's blood glucose level, as the level did not exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as an alternate insulin therapy, and technical support confirmed the shipping address for a replacement pump. The customer was instructed on how to prepare the pump for return and agreed to send it back using a prepaid label within 10 days.